Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6), implanted: (B)(6) 2023, product type catheter. Product ID 8785, lot# hg5wemv, implanted: (B)(6) 2023, product type catheter. Correction to section b5 and correction to h6 codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient previously receiving intrathecal morphine (unknown) and currently receiving dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient representative (rep) reported the pump was moving around in the abdomen and not stationary for over a year. The patient rep stated the healthcare provider (hcp) attempted to put medication in the pump 6-7 months ago and the pump was calcified and plugged at the end. The patient rep asked if there was a healthcare provider that could surgically remove the pump. The patient rep stated hcp's office did magnetic resonance imaging (MRI) to see the device calcification. The patient rep stated hcp office told them they had to wait months before they could remove the pump. The patient rep mentioned patient lost a lot of weight and healthcare provider blamed the pump moving around on the weight loss. Patient had severe degenerative disc and bulging. The patient requested and was sent physician listings. The patient called back on (B)(6) 2025 re-reporting the same information and then stated that their managing physician referred them to a surgeon to remove the pump, but they could not recall who that was. The patient stated that they called their managing physician's office back, but they were unable to provide the information. The patient also stated that they had received the listing that was sent but it did not say who were surgeons or managing physicians. The agent reviewed the physician listing with the patient. The patient then asked who the surgeon was that put their pump in, and the agent provided that information. Additional information was received from the healthcare provider (hcp) reporting that the calcification was due to a granuloma cause undetermined. The pump was filled with saline. The device remains implanted. Patient had no followed-up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient previously receiving intrathecal morphine (unknown) and currently receiving dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for non-malignant pain. The patient representative (rep) reported the pump was moving around in the abdomen and not stationary for over a year. The patient rep stated the healthcare provider (hcp) attempted to put medication in the pump 6-7 months ago and the pump was calcified and plugged at the end. The patient rep asked if there was a healthcare provider that could surgically remove the pump. The patient rep stated hcp's office did magnetic resonance imaging (MRI) to see the device calcification. The patient rep stated hcp office told them they had to wait months before they could remove the pump. The patient rep mentioned patient lost a lot of weight and healthcare provider blamed the pump moving around on the weight loss. Patient had severe degenerative disc and bulging. Patient called back on (B)(6) 2025 reporting the same and stated the managing physician referred patient to a surgeon to remove the pump, but she could not recall who that was. Patient stated she called the managing physician's office and they told her they could not provide that information. Patient stated she had received the listing but it did not say who were surgeons or managing. Patient asked who the surgeon was who put in the pump.